Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2. H3, h6 codes (investigation types, findings, conclusion, components), h11. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and replaced temperature sensor (0206-00-0734) and compressor (0119-00-0236). All functional and safety test performed. Device is ready for use. The following investigation was performed by failure analysis and testing dept. The failure analysis and testing dept. Received parts with a reported unit failure of the system overheating. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 3 hours with no overheating issue found. No failures confirmed on any part. Retaining the parts in the failure analysis and testing department per. Based on the information in the complaint, no root cause can be determined as the fat was not able to reproduce.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra aortic balloon pump (iabp), had an overheating error. There was no harm or injury reported.